Event description:
Material#: 10942011. Batch#: 24055555. It was reported by the customer that a caregiver answered a call light in the morning to find that the patients' medication line, running at 10ml/hr, had blood backing up into the med line and leaking blood out of the spiros, she stopped the infusion and tried to flush the syringe tubing to clear the line but the line continued to leak at the spiros. The reporting caregiver personally put this medication set together and it was a full spiros syringe and IV med line including c clamp with a spiros trifuse. The line appeared to be leaking from the med line near the c clamp. The line was still attached to the patient. Infusion was a tko at 10ml/hr ns after flush from fludarabine. Infusion was stopped, line flushed and drew back fine, the reporting caregiver took the patients blood pressure to ensure that it was not high as a cause of blood backing up into line. Line hep locked, flushed great. Verbatim: rcc received a complaint via email. Email(s) attached. A caregiver answered a call light in the morning to find that the patients' medication line, running at 10ml/hr, had blood backing up into the med line and leaking blood out of the spiros, she stopped the infusion and tried to flush the syringe tubing to clear the line but the line continued to leak at the spiros. The reporting caregiver personally put this medication set together and it was a full spiros syringe and IV med line including c clamp with a spiros trifuse. The line appeared to be leaking from the med line near the c clamp. The line was still attached to the patient. Infusion was a tko at 10ml/hr ns after flush from fludarabine. Infusion was stopped, line flushed and drew back fine, the reporting caregiver took the patients blood pressure to ensure that it was not high as a cause of blood backing up into line. Line hep locked, flushed great. Product#: 10942011. Lot#: 24055555.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
MDR made in error it is duplicate to (B)(4).

Event description:
Material#: 10942011, batch#: 24055555. It was reported by the customer that a caregiver answered a call light in the morning to find that the patients' medication line, running at 10ml/hr, had blood backing up into the med line and leaking blood out of the spiros, she stopped the infusion and tried to flush the syringe tubing to clear the line but the line continued to leak at the spiros. The reporting caregiver personally put this medication set together and it was a full spiros syringe and IV med line including c clamp with a spiros trifuse. The line appeared to be leaking from the med line near the c clamp. The line was still attached to the patient. Infusion was a tko at 10ml/hr ns after flush from fludarabine. Infusion was stopped, line flushed and drew back fine, the reporting caregiver took the patients blood pressure to ensure that it was not high as a cause of blood backing up into line. Line hep locked, flushed great. Rcc received a complaint via email. A caregiver answered a call light in the morning to find that the patients' medication line, running at 10ml/hr, had blood backing up into the med line and leaking blood out of the spiros, she stopped the infusion and tried to flush the syringe tubing to clear the line but the line continued to leak at the spiros. The reporting caregiver personally put this medication set together and it was a full spiros syringe and IV med line including c clamp with a spiros trifuse. The line appeared to be leaking from the med line near the c clamp. The line was still attached to the patient. Infusion was a tko at 10ml/hr ns after flush from fludarabine. Infusion was stopped, line flushed and drew back fine, the reporting caregiver took the patients blood pressure to ensure that it was not high as a cause of blood backing up into line. Line hep locked, flushed great. Product#: 10942011, lot#: 24055555.